Event description:
It was reported that the pt had his entire vns device removed due to an infection. Follow-up with the surgeon, reveals that the pt had a fever and swelling over the generator site, so they elected to remove the vns. The neurologist had notified them of the infection on (B) (6) 2008. The surgeon had no further info and the neurologist was unable to provide any info regarding the event. Product was disposed of following surgery and cannot be returned to the MFR for analysis. Review of mfg records confirmed sterilization of both the lead and generator prior to distribution.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.